Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, b6, d6b, h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported left side rupture confirmed through ultrasound. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear). Shell thickness was within specification). No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side rupture confirmed through ultrasound. Device has been explanted.